Event description:
Caller reports undergoing a triple hernia repair in (B)(6) 2005. Post-surgery caller states she went to a nursing home and drainage was found from her tubing. Caller states her stitches were removed and she was diagnosed with a staph infection. In 2009 caller states that an abscess was located in her lower abdomen. Caller reports she was advised that the mesh was to be removed but she declined the operation and is currently getting the abscess treated with biweekly cauterizations.